Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the right ventricular lead was oversensing; non-sustained ventricular tachycardia events were noted. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-52 lead implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.